Event description:
It was reported that the patient¿s blood glucose (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours on the leg. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The cannula was dislodged. As treatment, the patient changed out the pod and gave correction bolus.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and dislodged cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The download data did not show any timeouts or drive stalls during the run. The device was deactivated at 246 pulses. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure. Investigation found no defects or manufacturing deficiencies that would contribute to dislodging of the cannula. The exact cause of the reported dislodging could not be determined.